Manufacturer narrative:
(B)(4). G2: foreign - the event occurred in united kingdom. The customer has not indicated whether the product will be zimmer biomet for investigation, and the product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Attempts have been made to gather all product identification information, and no further information has been provided. If any further information is found that would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient underwent fasciotomies for right foot compartment syndrome and required multiple returns to theatre following ankle fixation. Following the initial fasciotomy on admission, the patient proceeded to ankle fixation approximately one week later. The patient returned to theatre the same day due to concern for recurrent compartment syndrome and the fasciotomy wound was reopened. The patient returned again approximately three days later for wound washout and closure. The patient developed post-traumatic arthritis with pain and swelling after being upright for a couple of hours and was awaiting steroid injections. Attempts have been made and no further information has been provided.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected: b4; b5; d2; d4; d10; g1; g3; g6; h1; h2; h4. D10: associated product information: (B)(4). If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.